Event description:
It was reported that it reported that it wasn't possible to release the device from or dock it to the catheter during the implant procedure. Additionally, the helix of the device became stretched during the procedure. The device was removed and a new device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Customer complaint of separation failure was confirmed. Reported event was due to damaged tethers. The device helix was measured and found to be stretched out of specification due to procedural damage. As received the device was operated in rom mode. Device was in rom mode due to power on reset (por) triggered prior to implant. The cause of por reset could not be determined. Device was recovered to normal mode and electrical and environmental testing was performed and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.